Manufacturer narrative:
Oscillating saw attachment serial number (B)(4) was returned for complaint investigation. Upon receipt, the device displayed random incidental marks on exterior surface that may not have contributed to the event detail. One of the eight pins were no longer attached tot he mounted drive shaft. Oscillating saw attachment serial number (B)(4) operated when attached to a handpiece without a blade attached. The locking mechanism fully opened and closed the locking cap. Zimmer test blade could be mounted and locked to the remaining pins. The reported event was confirmed. The oscillating saw attachment was replaced. A corrective action is in place to discover the cause of the reported issue and preventative measures are being taken to ensure the resolution of this problem.

Event description:
It is reported that prior to surgery, the universal oscillating saw attachment is missing teeth. Per clinical follow-up received, the issue with the device was found prior to surgery. The hospital confirmed that there was no pt involvement or harm and an alternate device was available for use without delay. Per a second communication with the customer, there were no visible missing parts from the device that could have fallen into a pt. The device was not functional and there was speculation by staff that there were internal parts missing. The customer confirmed that there was no potential for missing teeth or parts to fall into a pt.